Event description:
It was reported transseptal access was performed with an agilis sheath and a 98 cm brk needle. When attempting to use the valve on the brk, it was noticed that the retaining clip was missing as the valve would not align immediately to flush as it was not seated properly. The physician was going to perform a second transseptal with the same needle, but the st. Jude medical representative advised it would be better to use a different needle from another kit. There were no patient consequences.

Manufacturer narrative:
One brk needle was received for evaluation with the wave spring missing. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection confirmed the stopcock valve of the brk needle was loose due to a missing wave spring. The loss of the wave spring indicated the wave spring may not have had sufficient tension to maintain its position on the stopcock valve. The wave spring component is suspected to be a possible cause of previous valve leaks. Date reported to FDA by manufacturer: 9/30/09. (B) (4). Device analysis received on 9/28/09 confirmed this was a reportable event.